Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burning sensation on the right side. There are no allegations of any bleeding, oozing, weeping wounds, or a treatment. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the device for a week. The medical outcome is unknown and follow up attempts were unsuccessful. Supplemental report 10/18/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a burning sensation on the right side. There are no allegations of any bleeding, oozing, weeping wounds, or a treatment. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to remove the device for a week. The medical outcome is unknown and follow up attempts were unsuccessful.